Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of the atrial signals. Technical services (ts) reviewed the reports. Ts noted that the crosstalk was appropriately blanked. Ts provided their analysis and advised the hcp to continue to monitor the patient. The lead remains in use. No adverse patient effects were reported.